Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6) hospital. Added here due to character limitation in respective field. Based on the results of the investigation, it is likely the following led to the malfunction: the imaging unit was damaged. Since the actual unit was not submitted, the root cause cannot be determined, but we suspect the failure resulted from usage stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited error e216, poor image quality and image distortion. The event occurred during a therapeutic raphael procedure, and it was completed with the same device. There were no reports of patient harm.